Manufacturer narrative:
Qn#(B)(4). From the pictures provided, was unable to be confirmed failure mode reported as misfire/jamming - staples not firing. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. The device history review for the product visistat 35r 6/box lot# 73a2200582 investigation did not show issues related to the complaint. Failure mode misfire/jamming - staples not firing could not be confirmed with picture. It is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions if the complaint samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
Staple jamming.

Event description:
Staple jamming.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35r 6/box lot # 73a2200582 was manufactured on 01/18/2022 a total of (B)(4) pieces. Lot was released on 01/31/2022. DHR investigation did not show issues related to complaint. According to the investigator, the customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 36 staples remaining in the cover block. The trigger was returned partially engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple did not form properly and was manually removed. The next two staples also did not form properly. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool properly. The staples were manually realigned. The next five staples were fired successfully. To simulate insertion into the skin, the following two staples were successfully inserted into a simulated skin pad. However, the next three staples did not form correctly. Additional visual inspection revealed that the staples were misaligned once again. The device was disassembled, and no defects or anomalies were observed. The sample was sent to the tecate manufacturing site for additional evaluation. At the tecate manufacturing site, a visual inspection of components (pusher, staples, cover block, and rail) was performed, and no burrs or other issues were observed. The components were determined to be correctly assembled. It was observed that the staples remained misaligned, and that a gap between the staples prevented manual realignment. Functional testing could not be performed at the tecate site because of the gap between the staples. According to the evaluation carried out by tecate and morrisville, the reported complaint was confirmed. It could not be determined what exactly caused the staples to misalign. Several actions to mitigate defects for this issue were established as part of a nonconformance, which was closed on september 14, 2022. The returned sample was manufactured prior to these containment actions and corrections. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary, the reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. The sample was sent to the tecate manufacturing site for additional evaluation. It could not be determined what caused the staples to misalign. A nonconformance was opened by the manufacturing site to address this issue. The returned sample was manufactured prior to the containment actions and corrections established to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.